Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, it was reported that 14 electrodes were extra-cochlea. The patient underwent revision surgery on july 7, 2014, to reinsert the electrode array into the cochlea. The implanted device remains.